Manufacturer narrative:
There was a compromised force sensor alarm during prime and compromised force sensor test at 4 lbs due to faulty fsr gold. There was no unexpected motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error whenever the caller attempted to deliver a fixed prime. The blood glucose reading was unavailable. Advised return of the insulin pump for analysis. Nothing further reported.